Event description:
It was reported that the right atrial (ra) lead had dislodged. High thresholds were observed in addition to the patient experiencing phrenic nerve and diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.